Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right common iliac artery using an indigo separator 8 (sep8). During the procedure, the physician extensively used the sep8 with an indigo system aspiration catheter 8 (cat8). After multiple passes, the physician noticed that the tip of the sep8 had broken off and was stuck within the patient¿s right iliac vein. The physician was unable to remove the tip of the sep8, despite attempting to aspirate it and using a new sep8. After aspiration, the angiogram showed a large part of the iliac vein was still occluded. Therefore, the physician placed three stents in the patient¿s iliac vein, and the tip of the sep8 was trapped between the first stent and the wall of the vein. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the first sep8 core wire and wrapping wire were fractured distal to the bulb approximately 149.5 cm from the proximal end. Both of the returned sep8s were able to advance through the returned cat8 without issue. Conclusion: evaluation of the first sep8 confirmed the atraumatic tip distal to the bulb was fractured. The complaint reported the sep8 was cycled quickly and repeatedly for an extended period of time. If the sep8 is forcefully manipulated within tough clot burden the distal tip may become damaged. If the device continues to be used the tip may fatigue and fracture. The second sep8 and cat8 used to finish the procedure were returned. These devices were undamaged. Penumbra separators and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.